Event description:
The individual allegedly became allergic to latex from wearing latex medical gloves in the performance of her job duties as a health worker. On march 5, 1997 a rast test indicated she was allergic to latex.